Manufacturer narrative:
The manufacturer previously reported information alleging the dreamstation 2 advanced auto CPAP device smells like a burnt plastic. The patient alleges the device is used with and without water in it, a strong smell passes through the hose that burns his throat. The patient also stated that they received the second replacement device and experiencing the exact same issue with the new device. There was no report of patient harm or injury. There was no medical intervention reported. The device has not been returned to the manufacturer. Based on the information available, there is no evidence indicating a reportable malfunction occurred. An MDR is not required for this complaint.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device was smells like a burnt plastic. The patient alleges the device is used with and without water in it, a strong smell passes through the hose that burns his throat. The patient also states that received the second replacement device and experiencing the exact same issue with the new device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.